Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer experienced a low blood glucose (bg) level of less than 54 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer family member called medic/ambulance who then administered glucose and intravenous fluids to the customer to address bg. Customer updated their settings to address the event.